Event description:
It was reported that during a laminectomy lumbar procedure, a drill bit (bur) broke off into the patient. The fragment was retrieved. Another bur was used to complete the case. There was no patient injury, no surgical intervention, and no significant delay in the case. Follow-up with the customer indicates that the patient's current status is, "very good".

Manufacturer narrative:
(B)(4). The facility discarded the bur. Therefore, an analysis cannot be performed. Method: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.